Event description:
A report was received that the patient was experiencing difficulty charging their ipg. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The patient has chosen not to take any action as charging more frequently has resolved the issue.

Event description:
A report was received that the patient was experiencing difficulty charging their ipg. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The patient has chosen not to take any action as charging more frequently has resolved the issue.

Event description:
A report was received that the patient was experiencing difficulty charging their ipg. A bsn engineer analyzed the patient's database and confirmed premature battery depletion. The patient has chosen not to take any action as charging more frequently has resolved the issue.

Manufacturer narrative:
Additional information was received that the patient will undergo a revision to replace the ipg.

Manufacturer narrative:
Additional information was received that the explanted ipg was not returned to bsn as it was discarded by the medical facility. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.